Event description:
Report received from synthes canada stating that during an inventory inspection, it was observed that the device had a "hole in the hose near the handpiece" and the device was "leaking an oily substance." The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was tested and the reported condition was duplicated. Evidence indicates this is due to usage wear over time. The reported malfunction was confirmed. If additional information is received, a supplemental report will be sent.